Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: dtmb1qq ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The helix would not extend or retract during placement of the lead. It was noted that tissue had lodged in the helix preventing movement. The lead remains in the patient out of service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.